Event description:
It was reported by service report that the cot will not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed during the investigation that the cot was still functional in manual mode and could be raised and lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot will not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.